Event description:
It was reported that an ilet user experienced a blood glucose of 300 mg/dl after consuming syrup and waffles and announcing an incorrect meal size; the event was categorized as high glucose and addressed through troubleshooting and education regarding proper meal announcements. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose without escalation of care. Investigation included user education, review of meal announcement practices, and confirmation of device function based on reported stabilization. Investigation of this case revealed use-related error associated with inaccurate carbohydrate or meal size entry, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement.